Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) 7815 national service road suite 600 greensboro, nc 27409 336-542-4679 no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 0d03031 was manufactured on 05/03/2020 in the cvx1pc manufacturing line, with a total of (B)(4) mkus. On 19/aug/2021, compliance engineer ID (B)(6) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material (B)(4) and manufacturing order (B)(4). No issues related to the defect were found in the documentation. On 19/aug/2021 a complaint search for lot 0d03031 and malfunction code ost-pmc1.8 / ost-pmc01.08 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure (B)(4), version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that 2 skin barriers had off-centered starter hole. The products were used and no harm was reported. No photo is available at this time.